Event description:
It was reported that upon hydrogel injection, there was only a small amount of hydrogel that was correctly implanted and was observed in magnetic resonance images. It is unknown where the rest of the hydrogel was injected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.